Event description:
It was reported that the patient experienced pain and an approximate 3cm leg length discrepancy. The stem was revised to a smaller size, and a dual mobility liner was inserted into the g7 cup to improve stability.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: item: 0100351004 - ms-30â®, lateral stem, cemented, 12, taper 12/14 - lot: 3212781. Item: 01.00351.214 - ms-30â®, distal centralizer, cemented, ã¸ 12/14 - lot: 3216571. Item: 010000858 - g7 neutral e1 liner 36mm f - lot: 7358335. Item: 110010246 - g7 osseoti 4 hole shell 56mm f - lot: 67035430. Item: 010000997 - g7 screw 6.5mm x 20mm - lot: 7739033. G2: report source: australia . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.